Manufacturer narrative:
An event regarding a revision due to an alleged infection involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: could not be performed as the lot number is unknown. Complaint history review: not performed as the lot number and sterile lot number are unknown. Conclusions: the source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
This is from conference presentation in (B)(6). It was reported that there was confirmation of infection after the implantation of exeter stem. The patient underwent tha with exeter, but then infected. On (B)(6) 2013, exeter was removed and gmrs was implanted.

Manufacturer narrative:
Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.

Event description:
This is from conference presentation in "the 42nd annual meeting of (B)(6) hip society." It was reported that there was confirmation of infection after the implantation of exeter stem. The patient underwent tha with exeter, but then infected. On (B)(6) 2013, exeter was removed and gmrs was implanted.